Event description:
The doctor was positioning the dental light for use when the lens heat shield/holder fell from the light glancing the doctor on the head then landed on the patient's elbow. The doctor immediately removed the lens heat shield/holder from the patient's elbow. The lens heat shield/holder is less than one pound; however, it is hot due to being close to the halogen light bulb assembly. The doctor was not injured; however, the patient received a small first degree burn and maybe a small second degree burn in one spot of her arm per the doctor.

Manufacturer narrative:
The lens heat shield/holder for unknown reasons was not snapped into position on the light causing it to fall off the light assembly. This assembly has to be removed during initial installation to remove the protective shield coating from the plastic lens and then reinstalled by the dealer technician by snapping it into position. This assembly also has to be removed during routine maintenance (cleaning the lens shields or replacing the light bulb). We are unable to determine if the dealer technician failed to properly snap this assembly back into position during initial installation or if the doctor failed to snap this assembly back into position during maintenance. The doctor claims, he never has taken this part off but we feel it is highly unlikely this light has been installed for almost 3 years without cleaning the lens or replacing the bulb assembly as well as not falling during early use of the light assembly if indeed this was an installation error.